Event description:
(B)(4). Initial information for this spontaneous case was received from a physician on (B)(6) 2008: the physician reported that he has two patients that developed nodules under eye area in first 8 weeks after treatment. No further medical information reported. This patient is patient 2 of 2. (See case (B)(4) for the other patient.)